Event description:
It was reported that the universal reciprocating saw attachment would not lock into the handpiece. There was no patient harm or delay reported, and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on (B)(4) 2011. Evaluation of the device observed no visible issues that may have contributed to the device being nonfunctional. Functional tests were performed by both the complaint investigator and repair technician. The attachment was unable to retain the test blade because the spring mechanism was inoperative. The blade was able to be retained in the attachment manually. The attachment did not operate as intended and was repaired. The cause of the reported issue is most likely the locking spring not functioning properly. The device was serviced and returned to the customer.